Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the balloon had a small hole over the distal ro marker. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge but none of them showed abnormalities. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal ro marker. This failure is likely due to factors or conditions related to procedure during the use of the device and/or the presence of sharp objects during the procedure in the dilatation area; the elevator of the scope was reported as a sharp object by the customer could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon popped. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilation balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the balloon popped. The procedure was completed with another hurricane rx dilation balloon. There were no patient complications reported as a result of the event.